Event description:
Boston scientific neuromodulation (bsn) received infatmation about an event on (B)(6) 2017 that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. The information received stated that the patient was implanted with a competitor's ipg and underwent an ipg replacement procedure due to inability to charge. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).